Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that the implant fracture, no other implant has been placed. Tooth# 47.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: UDI not available. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One imp, tsv, 4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified implant fractured at collar area and heavy presence of bone tissue. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #47 (fdi) for approximately 6.5 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (62991007) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62991007) for similar events (complaint category keywords: fracture: implant) and one other complaint was identified ((B)(4)). Investigation has yet to be completed and results are not available at this time. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. Unique identifier (UDI) number unknown / not provided.

Event description:
It was reported that the implant fracture, no other implant has been placed. Tooth# 47.